Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower the user was unable to remove the item from drawer. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the drawer was not populated. The field service engineer (fse) observed that drawers 3 and 4 had no power or lights on the pyxibus module controller (pmc) board. The fse replaced the pmc board and retractor bands. Since only one controller board was available, it was installed in drawer 4 along with a new pmc board. However, the board failed again during power-up. Later, the fse replaced both drawer controller boards and pmc board to resolve the issue. After this, the drawers functioned normally. The issue was resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower the user was unable to remove the item from drawer. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.